Manufacturer narrative:
The insulin pump was monitored and tested with no display anomaly noted. The insulin pump programmed with the current time and date; monitored for several days and the time and date functioning properly. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump has cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's display was difficult to read due to the contrast. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.